Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver reinitialization occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. Functional test result was performed and passed relevant testing except for serial number verification. The device was opened. Internal visual inspection performed and passed. System check fail & hw fault displayed in receiver log. An initialization issue was not found within the investigation window. The allegation was not confirmed. However, an error icon display was found in connection to the reported allegation. The probable cause of the error icon display could not be determined. No injury or medical intervention was reported.